Manufacturer narrative:
Patient health status was not reported. Initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2021 with strip lot 6000416. The initial test result was positive. Secondary testing on the lumiradx platform with strip lot 6000594 (3012642695-2021-01365 refers), produced a positive result. Confirmatory testing was performed via polymerase chain reaction (pcr). The confirmatory test result was negative. Customer reported product handling practices identified the use of "puritan" and "foamtechmedical" swabs that have not been validated for use with the lumiradx sars-cov-2 ag test product. In addition, there was lack of information provided to confirm that instrument cleaning practices were consistent with product insert guidance. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Review of manufacturing records identified that the reported strip lot met all defined qc criteria at the time it was released, and that in-house testing confirmed strip lot met expected performance criteria for use in the field. Review of trending data for discordant results was reviewed and the occurrence rate for the reported strip lot continues to demonstrate field performance within specification of product claims, relative to the quantity of strips in the field. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. However, there was insufficient data to confirm that instrument cleaning practices were sufficient to prevent the potential for cross-contamination, in addition the customer used swabs that were non-validated for use with lumiradx sars-cov-2 ag test product. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims, relative to the quantity of strips in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 2 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.